Manufacturer narrative:
Evaluation in progress, but not yet concluded,.

Event description:
During routine testing of the device at the service center, the service technician reported the center keypad of the monitor was faded. The monitor was originally returned for repair due to a standard reference sensor failure when the faded keypad was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.